Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet and administered multiple injections by pen without disconnecting from the pump and entered several meal announcements, after which support advised against concurrent mdi to avoid insulin stacking and instructed the user to allow automated corrections and confirm with a fingerstick; there were no device alerts or alarms, and the issue was categorized as an improper or incorrect procedure with no applicable device component implicated. Symptoms included hyperglycemia reaching 600 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified as using external insulin while connected to the ilet and using meals to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. This report is for inject external insulin while connected to the ilet. A separate report will be submitted for using meals as corrections.